Event description:
It was reported a proximal catheter segment was implanted on (B)(6) 2013, two days after the use by date of (B)(6) 2013. No symptoms were reported.

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2013, product type accessory; product ID 8709, serial #(B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).